Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device had a hole in the was confirmed. An assessment was performed, and it was determined that the device had a hole in the hose at the muffler end, and insufficient/low power. It was further determined that the device failed pretest for visual assessment, hose verification, and rotational speed. The assignable root cause of these conditions was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was determined that the device had insufficient/low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.